Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient was inappropriately shocked for an atrial fibrillation with a rapid ventricular response back in 2017. On (B)(6) 2020, the patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, it was discovered that the patient was inappropriately shocked again due to an incorrect interpretation of an atrial fibrillation with a rapid ventricular response. Programming changes were made. The patient's condition was stable throughout the event.

Manufacturer narrative:
(B)(4).